Event description:
It was reported that the patient had lead explant surgery on (B)(6) 2013. Pus was reportedly oozing from the generator site and antibiotics were unsuccessful in resolving the infection. Therefore, the generator was explanted on (B)(6) 2013.

Event description:
An implant card was received indicating that the vns patient was re-implanted with a new generator and lead on (B)(6) 2014.

Event description:
It was reported that the surgeon mentioned that the originally implanted leads that were explanted were placed on a sensory nerve and not on the vagus nerve. On (B)(6) 2013, the patient presented with redness at the implant site and the patient subsequently later had generator removed. The patient returned to the neurosurgeon¿s office on (B)(6) 2013 with drainage from the incision site and was admitted to the hospital for washout on (B)(6) 2013. She presented at the other hospital on (B)(6) 2013 for a second opinion and then had the lead explant on (B)(6) 2013.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not provide details about antibiotics not helping to resolve the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient¿s generator site was infected. There was puss presents. Antibiotics were prescribed but did not help and the generator was explanted. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.